Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, after being fully exposed from the oversheath, the clip was not able to be opened. The device was withdrawn from the patient, and then the procedure was completed with another resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure. This event has been deemed reportable based on the investigation results: clip mashed onto the bushing.

Manufacturer narrative:
Patient age/date of birth is unknown. However, the patient was over 18 years old. (B)(4). The evaluation finding of clip failed to separate from catheter. A visual examination found that the device returned with the clip assembly mashed onto the bushing. Additionally, a kink was present in both the control wire and coil. The oversheath with attached sheath grip were not returned for analysis. Functionally, the clip assembly was not able to be opened, closed, or released from the delivery catheter. Furthermore, the prongs were locked into the capsule. The reported event of clip won't open was able to be confirmed through analysis of the returned device. The evaluation attributed this to the clip assembly being mashed onto the bushing which would have further prevented its release from the delivery catheter. This damage likely occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.